Event description:
It was reported the balloon on a fogarty catheter separated from the catheter while still in the patient. No snare was used to remove the separated balloon. Instead, the doctor used another fogarty with a bigger introducer to pin device and remove balloon. No additional troubleshooting steps were attempted, no other edwards products were involved, and no patient injuries reported.

Manufacturer narrative:
The device was discarded. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. Further evaluation regarding related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Updates to the h6 codes are as follows investigation findings was changed to no findings available and investigation conclusions was changed to cause not established. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Per additional information from customer, issue was resolved with another fogarty with a bigger introducer to pin device and remove balloon. No snare or additional troubleshooting steps were used to remove the separated balloon, no other edwards product were involved in the incident, and they confirmed there were no patient injuries. Although device was discarded, customer provided a photo of the catheter involved. An evaluation was completed with the provided one image. The reported event of balloon separation was unable to be confirmed from the image. Image showed an overall picture of two 12tlw405f35 catheters with a broken body tube and two syringes. The condition of the balloon was unable be determined from the image. Blood was visible on the syringes and catheters. First catheter from the top of the picture appeared intact, and there was no visible broken part. Second catheter was completely broken into two at approximately 13 cm from tip. Further evaluation regarding related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.